Event description:
The customer returned the gastrointestinal videoscope to the service center for a separate issue. During the device analysis, the service center indicates that burn on distal end plastic cover was found. There was no patient involvement.

Manufacturer narrative:
Date of event is unknown. Additional information will be provided if available. The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of burn on distal end plastic cover traced to expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.